Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for unknown reason on unknown date with blood glucose level was unknown. Customer stated insulin pump had replace battery alarm. Customer did not received a low battery alert prior to the replace battery alarm. Customer stated new battery resolved the issue. Troubleshooting was performed. The insulin pump will not be returned for analysis.